Event description:
Device issue: difficult to remove, failure to retract. Time of device issue: during vessel closure. Onset of adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, resistance was met during device removal. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. When the device was removed, it was noticed that the locator wings did not retract and bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4) (B) (4). The device was rec'd. Investigation is not completed.